Manufacturer narrative:
The implanted construct has not been removed to date. The pt continue to be monitored to determine the need for intervention. No direct eval of this device has been possible. Similar reported events are uncommon. In the event, the construct becomes available for eval, any subsequent relevant info will be reported. Review labeling includes the following: "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break, loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."

Event description:
An alif procedure using coroent xlr and halo plate and halo bone screws was performed at l4/l5 on (B)(6) 2010. The inter-operative films confirmed the interbody implant and plate were well-placed; however, at 6-week f/u ((B)(6) 2010) it was noted that the right inferior screw had started to back out. Surgeon reported that immediately following surgery the pt was doing well, but subsequently the pt's back pain has worsened. On (B)(6) 2010, inter-operative film appears to show good placement and screw trajectory. On (B)(6) post-operative film confirmed good placement, appropriate screw trajectory and no screw migration. On (B)(6) 2010, 6-week f/u pa/lateral films detected beginning of the right inferior screw backing out. On (B)(6) 2011, f/u pa/lateral films detected increased degree of backout. The interbody implant placement had not changed. Revision surgery has not occurred.